Manufacturer narrative:
Aspen surgical products, inc. Would like to notify you of our decision to stop reporting complaint records related to seal issues for marking pen products. On september 5th, 2018, MFR report number 1836161-2018-00092 was created for seal issues. The complaint documented that the customer rejected product due to discovering that the packaging had been compromised with the product in the formed seal. No injury was reported. Reported issue was discovered by the distributor prior to the product being used. The complaint was assessed to be reportable as a product problem that could lead to a serious injury if it were to recur. The marking pen risk assessment documents the situation associated with seal issues or a breach in the sterile barrier to be a critical severity. However, upon review of the complaint record and the risk assessment probability, preventative measures are in place for the use of the product on the event that the barrier of the product becomes compromised. This includes common practices by medical professionals to inspect the product prior to use and identification of the failure mode on the packaging. The symbol located on the labeling of the product, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. A review of MDR data shows that aspen surgical products, inc. Has filed 37 reports (listed below) as product problems for seal issues of the marking pen products in the past three years since the date of the report number 1836161-2018-00092. As indicated the complaint records, all reported seal issues were discovered prior to use. None of these complaints were related to any injuries to patients or caregivers. Based on the standard medical practices, labeling, and no subsequent allegations of injury in the past three years related to seal issues of the marking pen products, aspen surgical products, inc. Will no longer report on these occurrences to the FDA in accordance with section 2.15 of the ¿medical device reporting for manufacturers guidance for industry and food and drug administration staff¿ issued on november 8th, 2016. This will impact on average, twelve mdrs reports filed annually. If there are any questions or concerns regarding this letter, please contact us via email at (B)(4).

Event description:
Aspen surgical received a report from the distributor indicating that a surgical marking pen was found with defective seals. The item was not in use. No injury/death was reported. The report was filed in our complaint handling system under number (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was returned for evaluation. The manufacturing lot number was provided for review. The distributor indicated that the defects were found during incoming inspection. A review of the samples confirmed the issue from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. A review of the sample confirmed the reported problem of part in seal. The production lines use an auto-loader system to dispense the labels. When the machine is shut down suddenly, the labels can fall out of the pocket, or additional labels can be dispensed. On a sudden shutdown, operators are required to review product for parts in seal. Root cause is therefore operator error. Production team was notified of the reported event. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a surgical marking pen was found with defective seals. The item was not in use. No injury/death was reported. The report was filed in our complaint handling system under number (B)(4).